Event description:
It was reported that this right atrial (ra) lead exhibited high impedance out of range. Subsequently, this ra lead was explanted and successfully replaced. During the revision procedure a fracture was confirm due to clavicle crush on the lead. No additional adverse patient effects were reported.